Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the analog interface (ai) pcb, exhalation pcb, inspiratory pcb, backup power source (bps) pcb, safety valve, autozero solenoid, and exhalation harness. The unit passed extended self-testing.